Event description:
It was reported that the patient using the ilet experienced a high blood glucose reading of 383 mg/dl, after which the caregiver contacted support and noted prior guidance about not announcing meals; glucose later measured 161 mg/dl at the time of the call. Symptoms included fatigue and hot flashes/flushes. Outcomes included hyperglycemia. Troubleshooting and education were provided by customer care and the case was transferred to clinical support. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to establish a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.